Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
Customer reported several false positive results on the alinity m sars-cov-2 assay. Customer had discrepant results on three different samples which had very small target signal amplification. The alinity m system didn't display any error codes for the samples. The customer doubted the results when she saw the sample curves, observing a non-optimal amplification of the target. Customer repeated all samples on 2 other platforms and later on the same alinity m system and received negative results. The positive results had already been released outside the lab to the patients. Positive results were doubted based on the clinical history of the patients, but did lead to quarantine of the patients. Analysis didn't reveal any link to a specific pipettor or assay processing unit (apu), but did reveal a possible amplification reagent / activation reagent (amp/act) tray handling issue. The complaint has been elevated for complaint investigation. This incident is being reported to FDA because the incident occurred in italy using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the customer file was reviewed. The run was valid, met assay specification requirements, and no error codes or flags were displayed for the controls (positive and negative). Patient sample ids (B)(6) displayed abnormal amplification signals for q670 and fam. The internal control was out of range for these samples. A patient sample with positive amplification of target but failed internal control will produce valid result with a flag for internal control failure. As a result, this sample was flagged by the instrument to notify the technician that the sample requires further review. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-090) lot 512416 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 512416 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 512416. The CAPA review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 512416 and its components was performed and did not identify any internal or post-production use issues related to this issue and these lot numbers. Complaint history review: the lot specific complaint history review for alinity m sars-cov-2 assay (list 09n78-090) lot 512416 did not identify any additional complaint tickets related to the reported issue. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 512416 was not identified.